Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon further follow up it was reported, the cause of the event was reported as an operational mistake; however, this could not be confirmed, therefore, the cause of the event remains unknown. The event was manifested by inflammation. On the same day as the event onset, the patient was hospitalized. At the time of this report, the patient was recovering from peritonitis. Hospitalization remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.